Manufacturer narrative:
Expiration date: na model: tcn-10 lot: 102716 ¿ quantity one lot: 102416 ¿ quantity one lot: 31517 ¿ quantity two model description: nitinol tc electrode, 100 mm total quantity of electrodes - four.

Event description:
The returned electrodes were analyzed and visual inspection on all four electrodes found that the epoxy has chip out and discoloration. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.